Event description:
2006 - pt presented to emergency dept with multiple episodes of inappropriate ICD shocking/discharge. Discharged him for followup with cardiologist. Four days later-admitted for workup. Rv lead malfunctions.